Manufacturer narrative:
Product complaint (B)(4). Batch # r5af16. Device evaluation summary: the analysis results found that the ntlc75 instrument was received with no apparent damage and with a cartridge reload loaded in the instrument. The cartridge reload was received fully fired and with the swing tab in the locked position. The instrument was tested for functionality in the blue and green settings with a test cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a colostomy closure, the staples were unformed at the firing. Another device was used to complete the case. There were no adverse consequences to the patient. Because the target tissue was thick, there was a possibility that the staples fell to the knife rail. The sales rep explained that the target tissue need to be compressed before firing to the doctor. There was no problem for the patient.